Manufacturer narrative:
Usage of device: initial use of device. All pertinent information available to abbott medical optics (amo) has been submitted. Placeholder.

Manufacturer narrative:
Because the lens remains implanted at the time of the emdr submission explant date is not applicable. Reason for non-evaluation: at the time of the emdr submission, the lens remains implanted in the patient's eye. All pertinent information available to abbott medical optics (amo) has been submitted. Placeholder.

Event description:
The patient reported that she had an intraocular lens implanted in each eye. The patient stated that the outlines of letters are very fuzzy and things are very bright since the lens was implanted. Follow-up with the patient indicated that she has a pre-existing condition of dry eye. Her symptoms have dampened her daily activities. The patient takes prednisolone drops now for the third week. The patient is uncomfortable and is seeing halos. The patient visited a closer physician who indicated that there was no infection. The patient saw the implant doctor one day post op for each eye and discussed doing a yag procedure at the end of (B)(6). The patient is not working and is not driving. The patient is frustrated that the implant physician did not spend time describing the details of the procedure and post operative results. A separate e-MDR is being submitted for each eye. This e-MDR is being submitted for the right eye.